Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump suspended insulin delivery unexpectedly. The customer's blood glucose at the time of the event was 8.6 mmol/l. The sensor glucose that triggered the suspend was 5 mmol/l. Troubleshooting was not completed for the event. The sensor will be returned for analysis.